Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ia and dilation of the proximal cuff. Clinical found evidence to refute the reported endoleak type 3b. Additionally there was evidence to reasonably support the following observations; aneurysm enlargement, and migration of the proximal cuff. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was related to the 2 cm distal migration of the infrarenal cuff. The 85 degree infrarenal angulation (off-label) most likely contributed to the migration and type ia endoleak. There was 20% dilation of the proximal cuff, however, the type iiib endoleak of the infrarenal cuff was refuted. No procedure related issues or cautionary product use conditions were determined. Associated clinical harms for this device failure included: type ia endoleak and aneurysm enlargement. No procedure related harms were determined. The final patient disposition was pending an open repair. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) an afx bifurcated stent graft and limb extension was implanted to treat an abdominal aortic aneurysm. A follow up CT approximately 2 years post-op showed a type 3b endoleak and a potential type 1a endoleak. The CT also showed proximal cuff dilation. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.